Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became dislodged one day post-implant. It was noted that the physician experienced difficulties during initial implant due to considerable right atrium and right ventricular hypertrophy. The initial implant was completed by placement in the right auricle. The next day, dislodgement was confirmed via chest x-ray. The physician attempted to reposition the ra lead; however could not find an acceptable position therefore the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.